Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: the product, or photographs of the product, were not provided for evaluation. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: it was reported that the customer noticed a strong smell from inner box and staining on inner packaged box. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Box of cement arrived to customer damaged. Customer noticed strong smell from inner box and staining on inner packaged box. Outer shipping box was not damaged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Box of cement arrived to customer damaged. Customer noticed strong smell from inner box and staining on inner packaged box. Outer shipping box was not damaged.